Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported readings lower than he feels. During the call, it was discovered his meter was reading in the incorrect unit of measure. There was no report of death, serious injury or mistreatment.